Manufacturer narrative:
The device was received for evaluation. During functional testing, occlusion errors did not occur. A review of the event history log revealed that the occlusion errors were downstream occlusion issues. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation found the device passed upstream and downstream occlusion testing. The ultrasonic and force sensor were found within specification. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had occlusion errors even with new set. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.